Event description:
It was reported that lid on the sharps coll 1.4l yel high top au could be easily removed after assembly. This was noticed prior to use. The following information was provided by the initial reporter: "new, unused small two - piece sharps collector able to disconnect lid from collector after assembly" "it was reported that after correct assembly, the white plastic top section was able to be easily removed from the yellow plastic collector. The sharps collector was empty at the time."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: a sample and photo representation was provided. A review of the device history record (DHR) and non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to the reported incident. Based on this investigation this issue cannot be determined as related to the manufacturing process because there are different conditions that could cause this failure like a deformation due to incorrect handling or storage. The functional test (pull test to separate lid from the base) results found by manufacturing were confirmed as acceptable. As part of additional investigation for this issue additional samples were taken from the current process and functionally tested, and the results all met product specification (specification: minimum 10lbs.). If additional information providing the pull force and the method of pull apart used by the end user is provided perhaps a root cause can be identified. Based on the information available, our investigation is inconclusive, and the actual root cause is unknown. H3 other text : see h.10

Manufacturer narrative:
(B)(4). Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that lid on the sharps coll 1.4l yel high top au could be easily removed after assembly. This was noticed prior to use. The following information was provided by the initial reporter: "new, unused small two - piece sharps collector able to disconnect lid from collector after assembly" "it was reported that after correct assembly, the white plastic top section was able to be easily removed from the yellow plastic collector. The sharps collector was empty at the time."